Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, h6 (health effect-clinical code, device codes).

Event description:
It was learned through implant patient registry that a 19mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 3 months due to stenosis and prosthesis patient mismatch (ppm). The patient presented with heart failure and shortness of breath. The explanted valve was replaced with a 23mm 11500a aortic valve. The patient was in stable condition post procedure.

Event description:
It was learned through implant patient registry that a 19mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The root cause of this event cannot be conclusively determined with the available information. However, patient factors likely caused or contributed to the event. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.